Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded with voltage as shown on the adapt graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm with low battery alarm. Customer reported that the battery cap was normal. This was the second occurrence of the replace battery alarm with low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.